Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site, and performed instrument prime without any leaks. The fe verified that all the bottle connection and caps were tight, and pressure and vacuum were within specification. The fe indicated that the instrument was operating as expected upon arrival. No repairs were needed. The customer has not logged any complaints against this analyzer since the incident.

Event description:
The customer reported that the wash block and probe of the ortho provue analyzer leaked fluid into the reagents on board, resulting in contamination. No erroneous results were reported. Probe drip may lead to, dilution of sample / reagent, carry over and / or cross contamination, and erroneous results, which could lead to transfusion of incompatible blood.